Event description:
It was reported that during a revision surgery, the tip of the height adjuster broke while trying to remove a screw. The surgeon was able to retrieve all parts of the device from the patient and was able to finish the case with an alternate device. There were no reported patient impacts and no reported delay of surgery.

Manufacturer narrative:
The returned dorsal height adjuster was examined. The device fractured at the tip. The cause of this event can likely be attributed to patient hard bone and potential screw integration with the body post-op required an increased force for removal. A review of the DHR did not find any issues which would have contributed to this event. Labeling was reviewed and found to contain adequate instruction.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a revision surgery, the tip of the height adjuster broke while trying to remove a screw. The surgeon was able to retrieve all parts of the device from the patient and was able to finish the case with an alternate device. There were no reported patient impacts and no reported delay of surgery.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during a revision surgery, the tip of the height adjuster broke while trying to remove a screw. The surgeon was able to retrieve all parts of the device from the patient and was able to finish the case with an alternate device. There were no reported patient impacts and no reported delay of surgery.